Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 14.0mm x 2. 0mm.there was not any material missing. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the monopolar curved scissors (mcs) insulated orange tip was exposed. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the defect of the monopolar scissors was the end of the tip of the scissors. It was split between the orange exposing the silver lining. No image is available for review. The customer is arranging the return of the mcs and the tip cover.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.